Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for no delivery and motor error. The customer's blood glucose level was 140mg/dl. Troubleshoot was confuted. The customer was advised that replacement pump would be sent out.